Event description:
Same case as MDR ID: 2134265-2015-02683. It was reported that pericardial effusion occurred. The patient underwent a successful left atrial appendage closure (laac) procedure by using the watchman® double curve access system and 27mm watchman ® laa closure device & delivery system. About two and a half hours after the procedure, the patient was suffering from low blood pressure and syncope. Pericardial effusion was detected. Pericardiocentesis was performed and about 300 cm3 of blood was drained from the patient. The patient was stable the next day, but remained hospitalized. The patient has since recovered and been discharged.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).